Event description:
It was reported that the cardiac monitor data showed asystole episodes that were under-sensed along with atrial fibrillation episodes that show oversensing from noise. Sensitivity settings were reviewed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.